Event description:
Pt fused 2 levels with pangea system. Pt complained of pain. Revision surgery revealed entire pangea system was loose. Surgeon noted that heads of two of the screws were off. The two heads were sitting above the screws, not free floating. The surgeon removed all hardware and replaced with another pangea system.

Manufacturer narrative:
Approximate implant date noted as 2007. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.